Event description:
It was reported to philips that the system gave an alert indicating there was a validity error in c-arm beam position, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.